Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The device failed to meet specification as it was received or made available for evaluation. An inflation/deflation test was performed, using a syringe air was applied to the cuff and it was observed the cuff could not be inflated. A visual inspection was performed, and it was observed the tube does present the notches under the cuff but are miss positioned thus the cuff does not inflate, the failure mode cuff wont inflate. The manufacturing process of distal notch was reviewed in previous investigation and was detected that the distal notch machine had a gap in the moment of performed the distal notch on the tube which contribute to have a wrong position, therefore the distal notch machine was changed to a ¿distal notch and eye punch machine¿ which helps to have better stability in the piece and have a better distal notch position. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not inflate. The customer indicated no patient involvement.